Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced occlusion. The right ventricular (rv) lead was removed and replaced to get access to do a device upgrade. No further patient complications have been reported as a result of this event.